Manufacturer narrative:
Visual inspection was performed on the returned device. The premature deployment and damage to the distal sheath was confirmed. The resistance during advancement could not be tested due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints from this lot. The investigation was unable to determine a cause for the reported difficulties. It is likely that the resistance noted during advancement resulting in partial deployment of the stent and damage to the distal sheath of the delivery system was due to interaction with the introducer sheath during advancement. It may be possible that inner diameter (ID) of the sheath was below the recommended minimum inner diameter of 2.13mm as listed on the absolute pro packaging label, or it may be possible that the sheath was kinked or bent in the anatomy causing resistance during advancement. However, without having the sheath returned, the exact ID and condition of the sheath could not be verified and therefore, a cause for the difficulties could not be determined. The additional treatment/surgical procedure to remove the stent and separated fragment of the distal sheath was due to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 85% stenosed, heavily tortuous, and heavily calcified de novo lesion in the opening of the left superficial femoral artery. The right puncture approach was adopted and the left lesion was treated by mountain climbing. An unspecified guide wire was advanced and pre-dilatation was performed. An 8x40mm absolute pro self-expanding stent system (sess) was prepared without issues. The sess was advanced through the climbing sheath; however, resistance was felt. The stent sheath broke and the stent released. At this time the operator had not released the sess handle for deployment. The left femoral artery was cut open and the stent was removed from the patient. It was found that there were fragments of the yellow stent sheath on the stent; no fragments were left in the patient anatomy. The yellow stent sheath had separated. The procedure was successfully completed with a new 8x40mm absolute pro stent. There was no clinically significant delay in the procedure. No additional information was provided.